Event description:
Home pt (hp) reported a system error alarm 2240 when hp's cat chewed a hole through the homechoice set tubing. Hp discontinued treatment at time of the 2240 alarm. There was neither pt injury nor medical intervention per hp.